Event description:
It was reported that during a wedge resection procedure, when replacing the cartridge after the second firing, it was hard to seat in the device. When fired after replacement, there was an abnormal noise and the device would not cut. The device fired and stapled completely. Another device was used to complete the case. There was no reported pt consequence.